Manufacturer narrative:
A medtronic field service engineer (fse) visited the site 8/30/2016 and found: ias was not charging. No power to ias from mvs interface cable. Discovered 10amp fuse f9 on mvs board blown. Replaced fuse f9. System checkout performed. System fully functional after fuse replacement.

Event description:
A medtronic representative reported that the o-arm ias (image acquisition system) is not charging. The mvs (mobile viewing station) does have line power coming from the wall, though. No patient present.